Event description:
It was reported that the patient received an inappropriate shock due to oversensing of noise. Also, the smart pass feature programmed itself off due to reduced intrinsic amplitudes. An x-ray was done to assess the system placement. Technical services advised some testing options. There were no adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted due to infection. There were no additional adverse patient effects. It was reported that the patient received an inappropriate shock due to oversensing of noise. Also, the smart pass feature programmed itself off due to reduced intrinsic amplitudes. The system was programmed off while waiting for an x-ray. An x-ray was done to assess the system placement. Technical services advised some testing options. There were no adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. This supplemental report is being filed to provide additional information that the product has been explanted due to infection. There were no additional adverse patient effects. It was reported that the patient received an inappropriate shock due to oversensing of noise. Also, the smart pass feature programmed itself off due to reduced intrinsic amplitudes. The system was programmed off while waiting for an x-ray. An x-ray was done to assess the system placement. Technical services advised some testing options. There were no adverse patient effects. The system remains implanted.

Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified sharp curves in the electrode body in the regions approximately 30mm from the terminal pin. The sense a resistance testing found an electrical open, indicating a fractured or broken conductor. An x-ray showed a fractured sense a conductor was observed approximately 27 mm from the terminal end. The fracture characteristics appeared consistent with cyclic fatigue.